Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the note indicates, "after firing the clip would not release." No additional info. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Double feed. Evaluation summary: the analysis results found that the el5ml device (a) was received in good visual condition. The device was tested for functionality and it fired five clips conforming and one double feed. In addition, the orange indicator didn't show completely. While no conclusion could be reached as to what have cause the firing issue, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that the el5ml device (b) was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. The instrument locked out as intended. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process. Batch # f9g61z, expiration date: 01/2014. Manufacturing date: 02/2009.